Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} visual examination of the provided pictures identified the explanted liner with deformation to the locking feature and around the outer edges. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views of the left hip demonstrate a left total hip arthroplasty without hardware failure or loosening. No bony fracture. Osteopenia. Possible oversized femoral head. The root cause of the reported issue is attributed to patient noncompliance. It was reported that the patient suffered multiple dislocations, the first being a year post-surgery where each time the patient had been doing an activity involving extreme range of movement. As per IFU, it states under 'lifestyle habits and considerations' that "premature failure of implants by loosening, fracture, dislocation, subluxation, and/or wear are more likely to occur where patients have unrealistic functional expectations (and conduct excessive, unusual and/or awkward movement and/or activity), are overweight or excessively overweight, or where patients fail to follow through with the required rehabilitation program. The surgeon should inform the patient of postoperative restrictions, the acceptable level of physical activity that can be performed, and how their lifestyle may be impacted" a summary of the investigation was sent to the complainant conveying proper use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that approximately four years post-implantation, the patient underwent a hip revision due to recurrent dislocations. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat#00877503603 lot#3044439 bioloxâ® delta, ceramic femoral head. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.